Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned with a missing portion of the helix. The remaining portion of helix showed sign of counterclockwise twisted pattern, suggesting a helix retraction. The helix was retracted and there was dried blood/body fluid within the helix housing. Based on the characteristics of the lead, it was determined that it was consistent with a helix fracture. Analysis concluded that the clinical observations were likely caused by the confirmed lead damage.

Event description:
It was reported that this lead was an attempted implant during a left bundle branch implant. After deploying the helix and performing three body rotations, the physician opted to reposition for better numbers. At this point the helix would not retract. Manual counter turns were performed until the lead was retrieved. A small piece of the helix broke off and stated in the septum. The physician believes the lead may have gone into the left ventricle which caused the helix not to retract. An echocardiogram will be performed. Another lead was implanted successfully. This lead was returned to boston scientific for evaluation. There were no adverse patient effects. The device will be returned for evaluation.